Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. What is the lot number? No further information is available. Patient's condition? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture was broken during fascia suturing by continuous suturing. There were no adverse consequences to the patient. No additional information was provided.